Event description:
Event description cpi received information that this endocardial lead was removed from service. The physician elected to perform an invasive procedure due to 'questionable noise on the lead'. The lead was capped and a new bipolar lead was implanted.